Event description:
It was reported a pt had undergone a catheterization (date unk), the procedure sheath was removed and manual pressure was applied. The following day arterial access was again obtained followed by an interventional procedure and an angio-seal device deployment to close the arteriotomy site (specific date unk; approximately october, 2004). Two days post deployment (date unk), the pt developed signs of an infection. Reportedly a vascular surgeon removed a collagen-like substance with no mention of the device anchor. The artery was not cut done and no bypass graft was necessary. The pt was reportedly recovering and doing well.